Event description:
Boston scientific received information stating lead failure. Lead explanted. Implant date (B)(6) 2010 event date (B)(6) 2010. (B)(6) hospital, (B)(6) canada. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).